Event description:
The patient had a pimple-like spot with swelling plus surrounding redness over the joint. At revision surgery, a corner of the implant's wing was cut off. (B)(4).

Manufacturer narrative:
Lot documentation inspected without any remarks. Conclusion based on report: pain and red spot over the implant site caused revision surgery after 6 months. The symptoms most likely caused by a corner of one of the artelon cmc spacer's wings sticking out of the joint capsule. Histology: no signs of infection or foreign body reaction. Inadequate fixation of the wing, or improper closure of the joint capsule, likely caused the problems.